Event description:
Customer alleges the pump is not delivering insulin correctly and attributes this to the pump not priming or bolusing correctly. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.